Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) recommends that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa). The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that an angio-seal was selected for deployed after a cardiac procedure on the common femoral artery. A pre-deployment was not performed. After the physician deployed the collagen, he felt resistance of the anchor on the arterial wall. There was bleeding post deployment and manual compression was applied. A small hematoma formed. When the patient was discharged, pain in the foot and claudication were felt; therefore, the patient returned to the hospital. An echo was performed, which showed the anchor in the popliteal artery. The patient was diagnosed as having subacute clinical ischemia. The pt was hospitalized and was treated with IV anticoagulants (type and dosage unk). The next day, physical examination showed that the leg ischemia had lessened, distal pulses were good and there was normal leg color. The patient was discharged and the physician reports that the patient is now well. The patient was reported to be young in age.